Manufacturer narrative:
No patient information was available from the site. It was determined by a medtronic field service engineer that the config file for the ias computer has been corrupted. The field rep reloaded a non-corrupt config file onto the system and this resolved the issue. System is now fully functional.

Event description:
A medtronic representative reported that the ias (image acquisition system) of the o-arm would not boot. No patient harm was reported. Use of the o-arm and navigation were discontinued, and the surgery was completed without.

Manufacturer narrative:
Patient information now provided. A medtronic representative, following up with the site, reported that the procedure was a c-spine fixation nails navigation and that the reported issue occurred after the spine reference frame was placed. There was a reported delay to the procedure by approximately 20 minutes.